Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, five aortic cutters fired and advanced, but did not cut through the aorta when the surgeon actuated the devices. A replacement aortic cutter was used to complete the procedure. No pt complications were reported by the hospital. The hospital stated they followed the recommended IFU mean blood pressure and the pt's aorta was soft and not calcified nor infarctive. The repetition of attempting 5 cutters did not affect the pt in any way, no tears, no rips, no lacerations of any kind. This report is for the fifth aortic cutter.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation . We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).